Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed as this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the customer failed to follow the instructions for use regarding safety of cleaning, disinfection, and sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the air/water valve was not used correctly during reprocessing, resulting in insufficient cleaning. It was noted, blood was found around a forceps elevator, and it was cleaned and disinfected again, after pre-use inspection. It was noted that, it was possible, the forceps elevator was washed without raising it during washing. In addition, it was reported that one out of three water supply was carried out with off. The reporter indicated; a reprocessing study session will be held. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the event on the scope related to this event. The customer provided their cleaning, disinfection and sterilization: high-level external disinfection at endoclens.